Event description:
It was reported that the patient presented in-clinic for a routine check. Review of the episodes recorded noted that the right atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). No intervention was performed; the lead will continue to be monitored. There were no patient consequences.